Event description:
It was reported to philips that the device had battery malfunction. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device was inspected by the customer and an operation test was run. The power module was found to have physical damage and was replaced. The device was returned to full functionality and returned to the customer site for use. The investigation concludes that no further action is required at this time.